Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a shaft break occurred. Vascular access was obtained via the groin. The 100% stenosed target lesion was located in the moderately tortuous, severely calcified left superficial femoral artery (sfa). A 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advanced for support of a non bsc guide wire. Several attempts to cross the target lesion with the non bsc guide wire were unsuccessful. The 1.5mm x 20mm x 143cm coyote es mr balloon catheter was pulled into a non bsc introducer sheath and resistance was encountered. The physician continued pulling the 1.5mm x 20mm x 143cm coyote es mr balloon catheter and the shaft of the device broke into two pieces. The proximal part of the shaft remained in the introducer sheath. The distal portion of the shaft remained in the left superficial femoral artery still loaded onto the non bsc guide wire. The introducer sheath, guide wire, and detached shaft were removed outside the patient's anatomy. No devices remained inside the patient's anatomy. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the tip was damaged and there were numerous kinks in the hypotube. There was a complete separation of the midshaft 46.5 cm from the tip. The fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload, material stress/fatigue. The confirmed midshaft separation is consistent with a tensile fracture due to forces applied during manipulation of the device. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a shaft break occurred. Vascular access was obtained via the groin. The 100% stenosed target lesion was located in the moderately tortuous, severely calcified left superficial femoral artery (sfa). A 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advanced for support of a non bsc guide wire. Several attempts to cross the target lesion with the non bsc guide wire were unsuccessful. The 1.5mm x 20mm x 143cm coyote es mr balloon catheter was pulled into a non bsc introducer sheath and resistance was encountered. The physician continued pulling the 1.5mm x 20mm x 143cm coyote es mr balloon catheter and the shaft of the device broke into two pieces. The proximal part of the shaft remained in the introducer sheath. The distal portion of the shaft remained in the left superficial femoral artery still loaded onto the non bsc guide wire. The introducer sheath, guide wire, and detached shaft were removed outside the patient's anatomy. No devices remained inside the patient's anatomy. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.